Event description:
The pt was admitted to the ER with a high blood glucose level. The physician reviewed the pump programming and discovered that the clock was set incorrectly. This resulted in the pt getting lower basal rates during the day and higher basal rates at night. The low insulin infusion rate during the day was insufficient to control her blood glucose level.